Manufacturer narrative:
Product analysis showed functionality of the device was as designed. The product record review indicated that the product met all in-process specifications prior to leaving boston scientific and the reported events do not represent an unanticipated event. The investigation conclusion code of no problem detected was chosen due to the device condition, and successful functional testing. The reported events could not be confirmed or substantiated through the product investigation. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient experienced a surgical procedure to revise an artificial urinary sphincter(aus) cuff due to the cuff being too tight. The cuff was upsized. A patient outcome of well was reported.

Event description:
It was reported that the patient experienced a surgical procedure to revise an artificial urinary sphincter(aus) cuff due to the cuff being too tight. The cuff was upsized. A patient outcome was not reported.

Event description:
It was reported that the patient experienced a surgical procedure to revise an artificial urinary sphincter(aus) cuff due to the cuff being too tight. The cuff was upsized. A patient outcome of well was reported.

Manufacturer narrative:
D4 model catalog number updated.

Manufacturer narrative:
The cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. Inspection of the remainder of the device revealed no damage or irregularities. Product analysis was unable to confirm the reported sizing issue. Product analysis showed functionality of the device was as designed. The product record review indicated that the product met all in-process specifications prior to leaving boston scientific and the reported events do not represent an unanticipated event. The investigation conclusion code of no problem detected was chosen due to the device condition, and successful functional testing. The reported events could not be confirmed or substantiated through the product investigation based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient experienced a surgical procedure to revise an artificial urinary sphincter(aus) cuff due to the cuff being too tight. The cuff was upsized. A patient outcome was not reported.